Manufacturer narrative:
Analysis found that the overheating was not confirmed. Pre-repair heat test shows at 1 min t1=93f and t2=84f, the collet and motor were worn. The collet and motor have been replaced. The unit has been successfully tested according to the service repair instructions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece motor was getting hot. There was no patient impact.